Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
Complainant alleged that during a shift check, the autopulse® platform will intermittently turn on. Complainant also reported that the on/off button has to be pressed multiple times, so that the platform will turn on. The device works fine once it turns on. There was no report of any patient involvement. No further details were provided.